Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced mesh exposure in vagina. Additional information has been requested.

Manufacturer narrative:
Additional patient codes: 1994. Additional information was requested, and the following was obtained: date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Urodynamic stress incontinence (genuine stress incontinence) . The initial approach for the index surgical procedure? Tot. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? (B)(6) 2017 mesh exposure site, symptoms and diagnostic confirmation? Feeling mesh and dyspareunia. Describe any medical/surgical intervention for exposure including dates and surgical findings. Referred to tertiary centre. What is physician's opinion as to the etiology of or contributing factors to this event? Nil specified. What is the patient's current status? -was referred to tertiary centre for mesh removal.

Manufacturer narrative:
Date sent to the FDA: 07/24/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3195481 and product code 810081l.